Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, the doctor lost wire access multiple times this led to groin site hematoma¿s requiring blood administration.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ , renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp placement, the physician attempted the right femoral artery, but lost wire access. Micro puncture access was gained to left femoral artery (lfa) and access lost occurred again. The physician reattempted micro puncture access to lfa and was successful. The impella cp was inserted and started. The percutaneous coronary intervention was performed and once completed a significant hematoma was noted to the right groin. There was also a hematoma on the previous stick site to lfa. Blood products were administered. The patient expired after four hours of support. The relationship between the impella cp and cause of death is unknown.